Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It has been reported that following a spinal surgical procedure, the patient underwent a revision due to fractured and disengaged screws at the bottom of the construct. Additionally, the rod slipped out on the right side of the construct. No additional patient consequences have been reported.